Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that tree month ago estimated longevity was 1.8 years but current estimation is now at 3.6 months to eri. Device replacement is recommended. It was elected to monitor the battery via merlin.net.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
New information received indicated that the device was explanted and replaced.